Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Brachial plexus impingement secondary to implantable cardioverter defibrillator: a case report archives of plastic surgery. 2019; 46(6):594-598. 10.5999/aps.2018.01158. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an implantable cardioverter defibrillator (ICD). The authors discussed a case where a patient developed a brachial plexus injury as a result of irritation which was secondary to the pressure from the ICD and lead. The patient had left arm nerve pain, reduced sensation in the left hand, paresthesia over the lateral aspect of the left forearm, there was a tinel¿s sign over the ICD, and partial left brachial plexopathy. Additionally, there was severe denervation of the biceps muscle, denervation of the median nerve innervated forearm muscles, and affects to the antebrachial nerves. The patient underwent physiotherapy and there was recovery of biceps muscle function and improvement of the neuropathic pain; however, the patient remained unable to fully extend the left shoulder or use the left hand and reported the level of pain to be unacceptable. The patient underwent neurolysis to release the device from the lateral cord and re-positioning of the ICD to a more medial position away from the brachial plexus. The authors suspected a subsequent communication between the pocket from the initial implant and the newly created submuscular pocket may have resulted in excessive subpectoral space which allowed for lateral ICD dislodgement and impingement on the brachial plexus. The six-month follow up showed a significant improvement in the patient¿s pain and function. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this e vent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A follow up response was received. There was not a concern with the device and the issue was anatomical.